Manufacturer narrative:
The insulin pump was received with missing segments due to a cracked and bleeding lcd glass. They were unable to perform the displacement test due to the missing segments. There was no additional cosmetic damage noted during the physical inspection.

Event description:
The customer reported via phone call that she dropped the insulin pump and now there is a crack in the screen and a big blue blob. Customer was trying to change the infusion set and it was time to change it when the pump fell on the floor. Customer's blood glucose was 135 mg/dl at the time of the incident. Customer stated that she dropped the pump on her wood floor. Customer cannot see all the segments on the screen. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.